Event description:
The pt had an ICD lead extraction and replacement. The physician, after ICD testing, felt that the initial lead was dysfunctional due to inadequate sensing. Another lead was implanted and the pt's r wave amplitude was 10.1mv postoperatively.